Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system dissection tip shattered in the pt. Some parts were retrieved through the original incision, but they could not find all the broken parts. The dissection process had already been completed so a replacement unit was not needed. The hospital reported that this occurred in mid-april but did not have an exact date. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was performed on the reported device lot number, and there are no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted if add'l info is obtained. (B) (4)